Event description:
On (B)(6) 2010, the pt underwent endovascular repair of a thoracic aortic aneurysm at the aortic arch using two gore tag thoracic endoprostheses. Tgt3720 was first implanted distally and then tgt4020 was implanted proximally. The aneurysm was successfully excluded and the procedure concluded without complications. On (B)(6) 2011, one year follow-up computed tomography scan showed no abnormality. On (B)(6) 2011, follow-up CT scan detected a penetrating atherosclerotic ulcer (pau) around the distal end of tgt3720. Two gore tag thoracic endoprostheses were implanted to repair the pau. On (B)(6) 2012, follow-up CT scan confirmed the resolution of the pau.

Manufacturer narrative:
Results pending completion of evaluation.